Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual investigation of the customer submitted images revealed a firstpass damaged jaw and several small metal pieces detached. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) excessive force. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the firstpass tip broke into small pieces. The incident occurred before the procedure; no delay, backup device available. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.